Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported system overheating message was noted on the screen. The tse reviewed logs and confirmed issue on the surgeon side console (ssc)2. The tse advised to check any blockage for ventilation and confirmed no blockage. Also, the tse suggested to disconnect console 2 and continue surgery with console 1 only. There was no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found no system overheating message was coming but cleaned the filter of the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.